Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: "this complaint was initiated by (B)(6) apparently when sepsis was noted on the ICU daily update. The impella device did not have any functioning issue nor was it the reason the patient had sepsis prior to the impella device being implanted. The device was discarded by hospital staff; is not available for return."

Manufacturer narrative:
Corrected: d4 (serial). Ppae (sepsis): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 67-year-old male patient was admitted to the hospital with acute myocardial infarction cardiogenic shock with a mean atrial pressure of 60 mmhg (under 1 catecholamine and respiratory support). He had known history of coronary artery disease and prior coronary artery bypass. Activated clotting time prior to the impella cp device was 250 seconds. Impella cp was placed before the percutaneous coronary intervention with ultrasound-guided micro-puncture via the right femoral artery and percutaneous coronary intervention of the former saphenous vein graft was performed and transferred to the intensive care unit (for the first 2 days with heparinized purge, later switched to sodium bicarbonate). On the intensive care unit, the impella pump was repositioned per best practices on the third day of impella cp support. On the eighth day of impella cp support, the patient was being treated for sepsis. On the tenth day of impella cp support, an off-label prolonged duration, the patient was weaned stepwise but ultimately expired on support. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella as the impella device functioned as expected in this critically ill patient. It cannot be ruled out that sepsis is also related to the device, especially with the extended duration of support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.